Manufacturer narrative:
(B)(4). Review of device history records found no evidence of product nonconformance. Evaluation of returned product revealed the inner pouch was unsealed; therefore, the complaint is confirmed. Corrective action has been initiated for the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided: corrective action has been initiated to address the reported issue. Zimmer biomet (B)(4) and packaging supplier are in the process of initiating modifications to address reported issue. This report is number 2 of 2 mdrs filed for the same event (reference 3006946279-2016-00390 / 00391).

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. There was no patient injury and no delay in a procedure as a result of the event.